Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device for cardiac monitoring. According to the rptr, the device's "crt" cardiac monitor display blanked during use. A backup cardiac monitor was immediately used and no adverse affects to the pt were reported as a result of the alleged malfunction.